Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device would not cauterize. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the investigation was completed. Bisector blade is to specifications. It is not possible to determine the root cause or even provide a probable cause since there were no non-conformances discovered during the investigation. A lhr review was completed for the product. There was no non-conformance which could have attributed to this failure mode.